Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen (id2201i) was placed on an unknown date in posterior fossa tumor resection case, and infection was observed in the patient after placement. The type of infection/organism is unknown; however, the infection was observed in the fornix, including the posterior fossa. It is unknown whether the patient's infection was caused by duragen. No additional information has been provided.

Manufacturer narrative:
Updated fields: g3, g6, h2, h10. Add to b5 the following: this report is 3 of 3 reports linked to mfg report numbers 1121308-2021-00036 and 1121308-2021-00037.

Manufacturer narrative:
Duragen (id2201i) was not returned for investigation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. Also, there is no information about diagnostics, type of microorganism found, treatment, implantation vs. Infection discovery dates, patient outcome, nor there was a product available for evaluation; therefore, the complaint cannot be confirmed or further evaluated. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.